Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. The fse detached the helium lines to look for pinches but could not find any visible signs and in turn ordered a new gauge. Upon return to the customer site, the fse put the new gauge on the iabp, and the new gauge also showed empty. The fse determined that there was some kind of blockage within the helium line that goes to the gauge, or coming out of the helium regulator. The fse returned to the site to replace the helium regulator, and then took off each line and used compressed air to blow out the fittings. As a result, the fse was able to get helium pressure to the gauge. The fse let the unit sit over the weekend to verify it did not leak any helium. The fse verified the leak test and the unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that a new tank was put on the cardiosave intra-aortic balloon pump (iabp) the digital gauge reads full, but the analog gauge reads empty. There was no patient involvement and no adverse event reported.